Manufacturer narrative:
(B)(4) the reported issue of stent difficulty crossing lesion. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was intended to be implanted as a palliative measure within the left hepatic duct of a patient on (B)(6) 2010. According to the complainant, the patient's anatomy was not tortuous, nor dilated prior to the stent implantation procedure. It was reported that the patient presented with a four centimeter malignant tumor, located at the left common bile duct. During the procedure, a plastic stent was removed as planned in order to implant the metal stent. A guidewire was successfully advanced past the stricture; however, the stent could not be "pushed" through the left hepatic duct. As a result of the tumor, the device kept bending towards the right hepatic duct. The device was removed from the patient, and the procedure was successfully completed with a plastic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.